Manufacturer narrative:
Balt USA reference: #(B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "<patient information> sex: unknown disease name: ruptured aneurysm at a-com procedure: emergency procedure micro catheter: headway assist stent: unknown guide wire: unknown assist balloon: unknown y connector: unknown used coils: optimax. <description> for an 8 mm ruptured aneurysm of the a-com, optimax 8×30 was selected as the first coil. The movement of the coil was smooth, but its shape did not stabilize, so it was reinserted into the ruptured aneurysm several times. Then, there was a snapping sound, and the premature detachment occurred at the junction between the coil and the delivery pusher. The coil was retrieved with a snare. " incident report form submitted for this complaint indicates that no patient injury was sustained.